Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, high capture threshold outputs and loss of capture due to lead dislodgement which was confirmed via fluoroscopy. This rv lead was reprogrammed to atrial pacing mode until revision. Subsequently, this rv lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.